Manufacturer narrative:
The insulin pump was cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Button error alarms and no button response due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 252 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.